Event description:
The customer reported that a bedside monitor did not alarm for a desat and low heart rate. The nurse, who was walking by the patients room, saw the desat events on the monitor (the alarms had apparently been turned off). The patient was intubated. Immediately after intubation, the patient¿s heart rate went from 80¿s to 22 then asystole ¿ the monitor did not alarm (these alarms had also apparently been turned off). Fortunately, the patient survived the code.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning.

Manufacturer narrative:
The reported problem was investigated via remote support and established that the alarms were turned off during the time a patient was being monitored. Due to this, there were no alarms announced by the device during desaturation events. The philips software development engineer expert reviewed the logs and found that the ¿non-sustain off¿ was manually turned off by the user. The investigation concluded that there was no product malfunction and that the device was working as specified.

Event description:
The customer reported that a bedside monitor did not alarm for a desat and low heart rate. The nurse, who was walking by the patients room, saw the desat events on the monitor (the alarms had apparently been turned off). The patient was intubated. Immediately after intubation, the patient¿s heart rate went from 80¿s to 22 then asystole ¿the monitor did not alarm (these alarms had also apparently been turned off). Fortunately, the patient survived the code.